Manufacturer narrative:
Chair functioned as designed.

Event description:
Consumer alleges that because the footrest allegedly does not sit flush against the unit, he tripped over it, allegedly causing him to fall and break his nose.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that because the footrest allegedly does not sit flush against the unit, he tripped over it, allegedly causing him to fall and break his nose.